Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. The patient stated at the end of april 2024 she got sick and was incoherent for 3 days and was not sure if it was the pump or a gi issue. The patient then stated she had a new managing physician and on thursday (2024-05-09), they did a dye study and found that either an anchor was blocking the medication flow, or some of the flow from getting to where it needed to go, but the flow was not going past the anchor. The patient stated the mdt rep that was there (asked first and last name unknown) told her that it looked like an anchor or that the catheter was nicked a long time ago. The patient was going through some withdrawal but not as bad as she could be and she had not eaten in 5 days. The patient stated she needed to get an mdt ID card so that she could have magnetic resonance imaging (MRI's) because the doctor wanted her to have them done. The agent reviewed mdt ID and updated patient r egistration of a new phone number and managing doctor. The agent reviewed implant data sheet can be faxed to the facility with the facility fax number. The patient would call back if they wanted the implant data sheet faxed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider(hcp) reporting that a catheter dye study done and imaging showed potential issue. The pump was changed to minimum rate mode and scheduled with neurosurgeon. The patient was scheduled to see a neurosurgeon for possible revision (consult scheduled for (B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient agreed to visit today (2024-06-12) for neurosurgical evaluation for chronic pain and it was stated that she was a new patient. It was reported that the patient recently underwent a catheter study and the contrast flowed into the soft tissues. The pump was in the left buttocks and was on minimal rate. The patient's past medical history included pancreatitis, high blood pressure, depression, blood thinners, diabetes, bleeding disorder, stomach ulcers, asthma and fibromyalgia. The patient's past surgical history included lots of female surgeries, a hysterectomy in 2018, a full gastric bypass scheduled for 2028, lots of gastrointestinal (gi) surgeries, gallbladder surgery in 1995 and tonsil surgery in 1974. It was reported that the patient had a psychological evaluation on 2024-06-11 for opioid risk. The patient was currently on oxycodone (5 mg), eliquis (2.5 mg), cyanocobalamin vit b12 (1000 mcg/ml), promethazine (12.5 mg), oselt amivir (75 mg), promethazine-dm (6.25 mg - 15 mg/ml), tizanidine (4 mg), azithromycin (500 mg), cefpodoxime (200 mg), duloxetine (60 mg), desvenlafaxine succinate ER (25 mg), lisinopril (5 mg), hydrocodone (10 mg) - acetaminophen (325 mg), ondansetron hcl (4 mg), linzess (72 mcg) and hydroxyzine hcl (25 mg) the patient's weight was also provided. It was indicated that the plan was that they were scheduling the patient for a intrathecal infusion/pain pump catheter replacement. The patient underwent a catheter study which showed a malfunction of the intrathecal catheter and to ensure the patient received continuing therapy, they were requesting replacement of intrathecal catheter revision. The procedures and risks were discussed with the patient and the patient indicated understanding and wished to proceed with the recommended treatment approach.